Event description:
It was reported that multiple intermittent occlusion alarms occurred, leading to the customer's blood glucose level reading as ¿high,¿ with a specific value unknown but exceeding 500 mg/dl. Customer addressed the high blood glucose level by administering a correction bolus via the pump. After experiencing multiple occlusion events, the customer resolved the issue by changing the cartridge and resuming insulin. No assistance from third parties was required. Customer will continue to use current pump for insulin delivery.